Event description:
It was reported that the device was displaying all the service icons and it would not power on. There was no pt use associated with the reported failure.

Manufacturer narrative:
Physio-control asked the customer to pull the battery out of the device and reset it. The customer confirmed that the device was then functioning properly and had placed it back into service. The device will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.